Manufacturer narrative:
Following a detailed device analysis, distal stent damage was found. Some of the struts were severely misaligned. However, the device could not have been packaged as a result of the stent damage that was present. Each device is visually inspected for uniform crimping, including stent profile and damage just prior to packing before being fitted with the actual balloon protector, which prevents damage to the stent and balloon. Visual examination of the returned device found that the outer lumen of device was bunched up at approx 1 centimeter distal to the proximal edge of the proximal marker band. The damage noticed on the device is consistent with a restriction occurring. However, it is not possible to determine what caused this restriction. During our mfg process, all units are packaged with a 0.015 inch product mandrel inserted through the tip and guidewire lumen of the device. This mandrel is larger than the 0.014 inch guidewire that is recommended for use. This batch has no associated complaints. A review of the mfg record for the top assembly batch and manifold batch shows that the device met its material, assembly and product specs.

Event description:
This complaint is now reportable based on the analysis completed in 2006. It was reported that during preparation for a coronary drug eluting stenting treatment procedure, the 3.00x32 mm taxus express2 drug eluting stent was completely crimped on the balloon, but noticeably higher in profile. The stent never entered the pt. The procedure was completed with another taxus stent. No pt complications were reported. Pt status reported as "ok". Analysis of the returned product identified stent damage.